Event description:
The pt underwent re-operation for aortic insufficiency and during the re-operation, a leaflet was confirmed to be open with a clot formation on the leaflet. The valve was removed and a tissue valve (model and sn unk) was implanted. The pt expired the next day.